Manufacturer narrative:
Product recall initiated august 21, 2007. No product was returned for evaluation.

Event description:
Acl procedure was performed in 2007 and pt presented 4 months post-op with pain and inflammation. Approximately at about 5 months post initial procedure, surgical procedure was carried out and liquid cistern consisting of thick, purulent fluid was found and removed.